Event description:
Patient with heartmate 3 left ventricular assist device, implanted in 2018, was admitted due to intracranial bleed in the setting of inr 3.2. Aspirin had been stopped in the past due to problematic recurrent vaginal bleeding with anemia. Of note, patient had been discharged from the hospital 4 days prior to this event on IV antibiotics for management of (B)(6) with presumed spinal osteomyelitis. Cultures were negative to date. Inr was completely reversed with vitamin k and kcentra. No surgical intervention needed at this time. Residual deficits include dysphagia, left sided weakness, mild slurred speech.